Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn3628 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "once we flushed the system, the cap that was covering the piggyback site flew into the air." No other information was provided.